Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced shocking sensation at the ipg site with stimulation on and off. It was also noted that patient experienced ineffective therapy. Lead diagnostics showed that the lead had all high impedances and x-rays confirmed that the lead was fractured. Surgical intervention was undertaken wherein the system was explanted and replaced. Effective therapy was restored.